Event description:
It was reported that a malfunction occurred on the tandem pump. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which they acknowledged and understood.